Manufacturer narrative:
Device received with a critical pump error and a pump error a broken force sensor was detected during seating or regular delivery error found in the formatted history file due to force sensor zero offset out of specification . The force sensor measured to be 0.0 mv. Unable to perform functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement, or self tests due to the critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received a critical pump error alarm. The customer¿s blood glucose level was 17.7 mmol/l. Troubleshooting was performed for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.